Manufacturer narrative:
UDI related data quality updates, product information update, & initial reporter updates: this follow-up report includes the addition of the brand name, model number, and full UDI, which were missing from the initial report. The lot # and manufacturing date are on device labels, but are not on the labels as a pi. This report specifies that this is not a combination product. This report updates the initial reporter information to the physician who initially reported the issue.

Manufacturer narrative:
Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. A manufacturing record evaluation was performed for the finished device and no nonconformances / manufacturing irregularities were identified during the manufacturing process.

Event description:
Prox hum 4.0 locking fastener was observed to be backing out of the prox hum plate in a 79 year old female. The patient waited 4 weeks prior to seeking medical attention. The physician stated that the bone was compromised. The prox hum plate was removed and replaced with a longer compression plate and bone graft material.